Manufacturer narrative:
The investigation for the respiratory failure has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of respiratory failure could not be determined as the device was not returned nor sufficient clinical details. Added-h6 component code 925 corrections to the initial MFR report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 36-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry). It was noted that worsening respiratory failure occurred with a probable relationship to the impella 5.5 device used on a patient.